Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 03/21/2023, it was reported by a sales representative via sems that an ar-18800-22 drill guide cold welded with the ar-18800-18 drill bit. This occurred during a case on (B)(6) 2023, the case proceeded with a second ar-18800-18 drill bit in the set. There was no patient effect reported.